Manufacturer narrative:
One sample model 2420-0007 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and allowed to flow. No leakage was observed. The customer complaint that there was leakage could not be replicated. The root cause could not be determined because the issue could not be replicated. A DHR was performed for the possible lots: a device history record review for model 2420-0007 lot number 22115425 was performed. The search showed that a total of 86403 units in 1 lot number was built on 18nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22115468 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22115498 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set leaked tpn during use. The following information was provided by the initial reporter: "I traced the tpn line and noticed there was tpn leaking from a small area in alaris tubing distal from pump. Tpn and tubing disconnected from line. Medicated drips remained infusing. New bag of fluids initiated with heparin."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.